Event description:
Complainant alleged that during functional testing, the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing, ECG cable, and mfc testing on a simulator without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.